Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-08088.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient additionally reported "implants have been subject to a recall for several years now due to harmful substances". Patient later reported ultrasound on unknown date showed no rupture. Device remains implanted.